Event description:
Event description guidant received information that the patient with this right ventricular (rv) defibrillation lead was admitted to the hospital with shortness of breath. Upon further investigation it was noted that loss of capture was seen. The patient was found to have a pericardial effusion due to movement of the rv lead.